Manufacturer narrative:
This report is submitted on oct 26, 2021.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021 in order to perform an integrity test.